Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that for the ruptured aneurysm of the right internal carotid artery c6 segment, the blood flow diversion dense mesh stent ped-475-20, lot number: b709537, was selected to implant. During the deployment process, the tail end of the stent could not open normally. Because the tail end of the stent could not open, the stent was retrieved and deployed again, but it was found that the stent could not be retrieved, and then the whole system was removed from the body. There was failure to open in the proximal section. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed and removed from the patient with the microcatheter. No patient symptoms or further complications were reported as a result of this event. The pipeline was used for an approved (on-label) indication. The device and any accessories were prepared as indicated in the IFU. The patient was undergoing surgery for treatment of a saccular, unruptured right c6 aneurysm with a max diameter of 6 mm and a 5 mm neck diameter. The landing zone was 3.5 mm distal and 4.9 mm proximal. It was noted the patient's vessel tortuosity was moderate. There was normal postoperative angiography. Additional information received reported that the patient was being treated for an unruptured aneurysm. The cause of the failure to open and resistance was not determined.